Event description:
It was reported that the cross nut tightener broke at the tip during final tightening. The broken fragment was retrieved. There are no adverse consequences to the patient.

Manufacturer narrative:
Visual analysis, material analysis, labelling review, product history review, complaint history review, risk assessment. The customer reported event was confirmed to have a fractured castle tooth that was removed immediately. The broken fragment was retrieved and surgery was successfully completed with no delay. Manufacturing records were reviewed and no manufacturing anomalies were reported and the instrument was found to be approximately 2.5 years old. Materials analysis was performed and found that "each castle tooth was found to have fractured from inside the castle in a mixed mode ductile with a small amount of cleavage. The hardness and material observed was consistent with what is specified on the print. No material or manufacturing defects were found." The possible causes for the fracture could be previous damage to the tightener or user error, intentional misuse, instrument/implant jams & user continues to apply force.

Event description:
It was reported that the cross nut tightener broke at the tip during final tightening. The broken fragment was retrieved. There are no adverse consequences to the patient.